Event description:
It was reported the product in question has a leak. No other information was provided. Additional information received 7 november 2023: there has been no harm to the patient/healthcare provider. There was no need for medical and/or surgical intervention due to the event. Peripheral cannulation was required to continue antibiotic treatment. There was no damage to the product packaging and there was no exposure of blood or chemotherapy to the mucous membranes or skin. Type of therapy used: antibiotics (vancomycin, cefotaxime). Used medical devices: prefilled syringe saline solution 0.9% bd 3 and 5 ml.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 4fr dual lumen powerpicc sv. Use residue was observed throughout the catheter. An attempt to flush the red lumen with water using a 12ml syringe revealed a leak. The leak was observed to be distal of the molded joint. Microscopic inspection of the split revealed a granular fracture surface. Superficial surface damage was observed in the vicinity of the split. The features of the split suggests the damage likely occurred due to catheter compression and manipulation. The location of the damage suggested that catheter securement techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the product in question has a leak. No other information was provided.

Event description:
It was reported the product in question has a leak. No other information was provided. Additional information received 7 november 2023: there has been no hard to the patient/healthcare provider. No, peripheral cannulation was required to continue antibiotic treatment. No exposure of blood or chemotherapy to the mucous membranes or skin. No damage noticed to the product packaging. Type of therapy used: antibiotics (vancomycin, cefotaxime). Used medical devices: prefilled syringe saline solution 0.9% bd 3 and 5 ml.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a leak is confirmed; however, the root cause could not be determined. One video of a powerpicc sv catheter was returned for evaluation. An initial visual observation of the photograph showed the catheter being flushed. A leak was observed in the catheter tubing, distal to the white molded joint. No use residue or other details of the damage were observed on the sample in the returned video. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11

Event description:
It was reported the product in question has a leak. No other information was provided. Additional information received 7 november 2023: there has been no harm to the patient/healthcare provider. There was no need for medical and/or surgical intervention due to the event. Peripheral cannulation was required to continue antibiotic treatment. There was no damage to the product packaging and there was no exposure of blood or chemotherapy to the mucous membranes or skin. Type of therapy used: antibiotics (vancomycin, cefotaxime) used medical devices: prefilled syringe saline solution 0.9% bd 3 and 5 ml